Event description:
It was reported that this right ventricular (rv) lead had dislodged from the implant location which resulted in the patient experiencing exit block. The physician surgically repositioned the rv lead to resolve the event and no additional adverse patient effects were reported. The rv lead remains implanted and in-service.

Event description:
It was reported that this right ventricular (rv) lead had dislodged from the implant location which resulted in the patient experiencing exit block. The physician surgically repositioned the rv lead to resolve the event and no additional adverse patient effects were reported. The rv lead remains implanted and in-service.